Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis: the device related to the reported event of rupture was received on december 14, 2020 with lot number 1828442. Analysis of the returned device identified: opening curved, black particles on the shell and underweight. A visual and microscopic analysis was performed which identified: sharp opening on posterior. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.